Manufacturer narrative:
The customer¿s report of channel disconnections and the screen being locked while attempting to confirm the disconnections was confirmed. Physical inspection of the pcu showed cracking on the front and rear case. Both iui connectors were observed with dried fluid residue and corrosion. The pcu iuis were manufactured in 2012. Analysis of the pcu event log identified 3 channel disconnections. After the first disconnection at 9:11 pm on (B)(6) 2018, the user was able to confirm the alarm. The pump module was re-added and the previous program was restored. At 9:46 pm the user pressed the pcu tamper switch which enabled the panel lock security feature. At 9:54 pm the second channel disconnection occurred. Any attempt to confirm the disconnection was denied by the panel lock feature. At 10:02 pm the third disconnection occurred on a concomitant device that was infusing. Testing of the pump module and pcu failed to replicate any channel disconnections. The proximate cause of the channel disconnections is a combination of dried fluid and contamination found on the pcu¿s female iui and the pump module¿s male iui. The root cause for the ¿screen locked¿ message is the tamper switch enabling the panel lock security feature. No fault was found with the tamper switch therefore it is assumed that the user pressed the switch.

Event description:
The customer reported that d5ns and insulin were infusing via two separate pump modules connected to the same alaris pcu. The lvp with the d5ns infusing began to alarm with a message stating "channel disconnect". The message on the pcu prompted the user to confirm and reset the pcu and attached modules. Once the user completed confirming and resetting the pcu, the pcu then displayed a "screen locked" message which prevented any of the pcu or the affected lvp buttons to work. At that time, both the d5ns and insulin medications were clamped and disconnected from the patient. The pcu continued to have the screen locked message displayed, so the end user removed both lvps from the pcu. The affected lvp was put aside and marked with an "out-of-order" label and taken out of the patient's room. The insulin lvp was then reconnected and infused via the original pcu without any further issues. There was no patient harm.